Event description:
Recently 30 new avalon fm30 fetal monitors were installed in the labor and delivery unit. Information was automatically transmitted to the ob tracevue via a serial port server and a 9 pin to rj45 connector. Soon after installation, migration from the rj45 connector to a lan connector was initiated. Four days later, it was observed that patients were being discharged from the ob tracevue system without any staff interaction or knowledge. This occurred several times. After initial analysis of the situation, it was found that this problem began occurring when the fetal monitors were converted from serial rj45 connections to lan connections on the network. As a result, a decision was made to reconvert the fetal monitors back to rj45 connections. Since the fetal monitors were reconverted, no further problems have been witnessed. The manufacturer has been provided information regarding these incidents, but has not yet provided an explanation as to why they occurred.